Event description:
Customer's dad reported his daughter experienced high blood glucose (bg) levels despite multiple bolus attempts. Her bg read 200 mg/dl at 45pm; she bolused 3.95 units. At 6pm, her bg was 304 mg/dl; she bolused 8.95 units. At 8pm, her bg rose to 439 mg/dl so she changed the pod. Dad mentioned pod alarmed during a bolus. The pod was returned for evaluation.

Manufacturer narrative:
The piezo was tested and found capable of emitting an audible alarm. The pod's data shows no alarm occurred. The pod was found to have a stripped tilt nut due to a damaged lead screw. This is determined to cause insufficient or no insulin delivery and may therefore result in hyperglycemia as reported in this case. Product lot qualification records were evaluated and found to have met all acceptance criteria. The omnipod's user guide warns" ...if you experience unexpected elevated blood glucose levels, change your pod." To treat hyperglycemia, the user guide instructs that users check blood glucose levels frequently and to not over-treat the condition which would cause levels to drop too far. If ketones are present, users should contact their hcp. If there are no ketones, then users should take a correction bolus as prescribed. Blood glucose should be checked again in two hours. If blood glucose levels have not decreased, a second bolus using a sterile syringe should be administered. If blood glucose remains high after another two hours (a total of four hours), then replace the pod with a new vial of insulin. An hcp should be contacted for guidance. Insulet has initiated an internal investigation to determine the cause of damaged lead screws. The investigation is ongoing as of the date of this report.